Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message in the general care area. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched alarm, which was reproduced. The messages were found to be caused by a missing upper link switch arm on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.